Event description:
During a supraventricular tachycardia procedure, no contact force was noted following insertion into the patient which delayed the procedure. The tactisys was power cycled, and the catheter was replaced with no resolution. All other metrics were working properly. The tactisys was replaced which resolved the issue and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Addiitonal information: d9, g3, h2, h3. One tactisys¿ quartz ablation system was received for investigation. Based on the information provided to abbott and the investigation performed, the root cause of the field reported issue cannot be conclusively determined as no abnormalities were identified. The returned product operated as designed during the evaluation period. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. No CAPA is required; the root cause of the reported issue could not be confirmed to be a manufacturing, design, or quality system related occurrence. The reported issue will continue to be monitored for trends and reviewed in qdr (quality data review).